Event description:
The customer reported that the 9900 system failed to boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative readjusted the workstation isolation transformer output. The system was tested and is operating as intended.